Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hip was revised for dislocation. Was revised (B)(6) 2019 but patient dislocated in post-op. Cup, liner and head removed. New cup, liner and head were implanted. Liner and head had been implanted (B)(6) 2019, cup form original surgery, date unknown. Doi: unknown. Dor: (B)(6) 2019; right hip.